Event description:
Related manufacturer reference number: 2017865-2025-27577. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the right ventricular (rv) lead exhibited noise oversensing and there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead as well. The rv was explanted and replaced, and the ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.